Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported an intermittent reboot required error message. This resulted in intermittent loss of imaging functionality. There is no report of injury or death associated with this event.